Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the proximal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid¿ rx basket was used to retrieve the detached tip of a trapezoid basket that was left inside the patient from the previous procedure that was performed on (B)(6) 2017. An alliance handle was then used in conjunction with the trapezoid¿ rx basket in an attempt to crush more stones. However, the pullwire broke. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the previous procedure performed on (B)(6) 2017 has been reported in MDR ID# 3005099803-2017-04026.

Manufacturer narrative:
A visual evaluation of the returned device found the handle cannula was kinked/bent in several locations. No other issue was found on the device. The reported event of pull wire broken was not confirmed. The evaluation concluded that during the procedure, manipulation of the device and interaction with other devices most likely contributed to the failure handle cannula kinked/bent. Therefore, the most probable root cause of this complaint is ¿operational context¿, since due to anatomical and/or procedural factors encountered during the procedure, performance was limited the device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the proximal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid¿ rx basket was used to retrieve the detached tip of a trapezoid basket that was left inside the patient from the previous procedure that was performed on december 20, 2017. An alliance handle was then used in conjunction with the trapezoid¿ rx basket in an attempt to crush more stones. However, the pullwire broke. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the previous procedure performed on (B)(6) 2017 has been reported in MDR ID# 3005099803-2017-04026.